Event description:
It was reported the day after implant that the patient's right ventricular (rv) lead had dislodged as evidenced by no sensing, intermittent capture and confirmed by x-ray. The lead was explanted and replaced three days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).